Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the battery cap kept spinning and did not fit properly into the insulin pump, causing intermittent connection and replace battery now alarms. The customer's blood glucose value at the time of the event was 400 mg/dl. The customer was treated for hyperglycemia with manual injection and insulin pump. The event involved products mmt-342g, 78893-01, unomedical, and mmt-1884. Troubleshooting was performed, it was confirmed that the battery cap issue was affecting pump functionality, the customer was advised to discontinue pump use, revert to a backup plan, and place the pump in storage mode; pump replacement was recommended. Troubleshooting was declined by the customer for replace battery now alarm. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-342g, 78893-01, and unomedical.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2026 06:29:00 after more than 7 days at 11.04 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Customer did not experience an unexpected power loss of less than 7 days per pump history. Unexpected battery power loss was not confirmed. Unable to confirm high bgs. Unable to confirm damage battery cap due to receiving pump with no battery cap. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.